Event description:
The pacemaker involved in this MDR report was explanted a few days after implantation, because of pacing and "nonning" failure: the atrial pacing pulses induced ventricular depolarization, and the ventricular pacing "pulses" were not capturing the heart.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.